Event description:
A 75 year-old white female here for coronary artery bypass graft (3 vessels) and aortic valve replacement. During surgery, the heart lung machine stopped. Had to initiate manual operation of machine. Pt developed bilateral brain infarcts. Pt expired two days following surgery. MFR came to the hosp to inspect and repair the machine following the incident.